Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient sought medical attention from her health care provider (hcp) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, vomiting and a sore throat. At the hcp office over the course of 6 hours, patient was treated with 2 bags of intravenous fluids. The pod was removed prior to hcp visit and was discarded; upon later observation, the cannula was found to be bent. The patient's blood glucose and insulin history are as follows: (B)(6).